Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, after the seventh bite the suture broke when pulling the suture. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break. Block h11: the returned overstitch suture was analyzed. However, the suture was returned with the anchor detached and was not returned. For this reason, it was not possible to confirm the reported event. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, after the seventh bite the suture broke when pulling the suture. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.